Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction. Strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 116 mg/dl and 123mg/dl. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 02/26/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of lo blood result. Expected fasting blood result range is 120 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 116 mg/dl and 123mg/dl. Verified storage of product is not within instructed spec since they are kept in bathroom. Test strip lot MFR's expiration date is 02/26/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:173mg/dl (B)(6) 2015 05:29pm fasting: yes; 2:lomg/dl (B)(6) 2015 05:34pm fasting: yes; 3:105mg/dl (B)(6) 2015 06:33 pm fasting: yes; 4:118mg/dl (B)(6) 2015 08:05am fasting: yes; 5:150mg/dl (B)(6) 2015 06:38pm fasting yes. No adverse event reported.